Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. Both heater printed circuit boards and the low voltage power supply were replaced. However, the rep was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported receiving a generator error message upon boot up of the 2800 system. No pt injury was reported.